Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer¿s blood glucose was 125 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Customer states that sensors have not been reading well. The sensor she inserted the day of the incident had large reading differences at night time and was sitting and reading when her insulin delivery went into suspend mode. The sensor setting was set to 60 mg/dl. Customer did troubleshooting and was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer was advised to try suggested techniques for sensor insertion and to monitor sensor glucose. The sensor will not be returned for analysis.